Event description:
A purchasing agent reported during intraocular lens (iol) implant surgery the capsule was torn. She stated the doctor removed the iol during the same surgery. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Add'l info was requested (B)(4) 2012 by fax, phone and mail. A completed questionnaire has not been received. (B)(4).